Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2020 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin every other day and ceftazidime daily (duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patient¿s antibiotics were continued. A repeat peritoneal effluent cell count performed on (B)(6) 2020 revealed the patient¿s white blood cell count was still elevated (results unavailable). The patient¿s pd catheter (not a fresenius product) was surgically removed the same day, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd while admitted and was discharged on (B)(6) 2020 in stable condition. The patient has recovered from the events and continues to undergo outpatient hd for rrt. The pdrn attributed causality to a touch contamination event due to poor hand hygiene after using the restroom. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization, antibiotic therapy, and precipitated his transition to hd therapy. Causality was attributed to a touch contamination event involving poor hand hygiene following the use of the restroom. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Escherichia coli is one of the most common organisms causing gram-negative infective peritonitis in pd patients and is found primarily in the gastrointestinal tract. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found in the system from this patient regarding a fmc cassette product having been delivered. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2020 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin every other day and ceftazidime daily (duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patient¿s antibiotics were continued. A repeat peritoneal effluent cell count performed on (B)(6) 2020 revealed the patient¿s white blood cell count was still elevated (results unavailable). The patient¿s pd catheter (not a fresenius product) was surgically removed the same day, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd while admitted and was discharged on (B)(6) 2020 in stable condition. The patient has recovered from the events and continues to undergo outpatient hd for rrt. The pdrn attributed causality to a touch contamination event due to poor hand hygiene after using the restroom. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).